Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and additional information provided by the original equipment manufacturer (OEM). The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The OEM performed a visual investigation on the returned device and found dried blood on the handle and tissue build up on the jaws. The broken jaw was found taped to the handle of the device. The jaws were inspected under 10x magnification and noted that the black insulation on the electrodes was damaged. The damage to the electrode insulation suggests possible misuse of the device. The inspection of the broken jaw revealed that the jaw broke evenly at the point it was welded onto the half round electrodes. The welding is performed by a third party supplier. Further inspection of the device revealed a slight bend on the shaft of the device. The flare was in good condition with no cracks noted. The OEM performed a review of the device history record found no anomalies were noted during the manufacturing of the subject device and lot number. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The cutting forcep was not returned to olympus for evaluation. The cause of reported event cannot be determined; however, the instruction manual warns users ¿do not activate the device while adjacent to or in contact with other metallic objects or devices. Unintended tissue injury and/or damage to the contacted object or device may occur.

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the device exhibited intermittent activation and stopped working. The surgeon then noted that the device jaw had broken off and fell into the patient. It was reported that the surgeon completely retrieved the device fragment from the patient with an unknown device. There was no bleeding reported. The intended procedure was completed using a different device. The procedure was prolonged by a few minutes due to the retrieval. There was no patient injury reported.